Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite¿ x field frame was received for evaluation. A field frame cable was attached to the field frame and could not be removed. No further testing can be performed on this unit. The reported event could not be confirmed as the field framed was returned in a state that could not be tested. Based on the information and investigation provided to abbott, the root cause remains undetermined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a radiofrequency ablation atrial fibrillation procedure, there was a procedural delay. It was noted that the ensite x mapping system had only partial or poor detection of the poster and anterior magnets. The prs sensor positioning was verified to be correct, the sensors were replaced, and the system was rebooted four times, but the issue persisted. The metal baseline was unable to be set. The procedure was able to be completed in navx mode. Later on, the ensite x field frame was replaced, the issue was resolved. There were no adverse consequences to the patient.